Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report no audio output from the receiver on (B)(6) 2015, resulting in a diabetic seizure. Patient reported setting low alert for 70mg/dl. At the time of the event, patient had fell asleep and his wife was woken by the patient having a seizure. The patient's wife called 911. After the ambulance arrived the paramedics determined the patient was having a seizure. The paramedics took a finger stick (fs), the blood glucose (bg) reading was too low to register. The paramedics transported the patient to the hospital. Patient recovered and was released a couple of hours later. The patient was told to follow-up with dexcom and his doctor. Additionally, at the time of contact, patient reported the audio on his receiver is not working. No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia and seizures.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.